Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient underwent transplant. The outcome was considered device or therapy related. There was severe left ventricular outflow graft obstruction, ventricular tachycardia.